Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was unable to be confirmed due to limited information received from the customer. Device history record was reviewed and no discrepancies were found. Review of the complaint history determined that no further action is required as no trends were identified. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Multiple mdrs were submitted for this event. Please see reports: 0002648920-2017-00693. Report source: foreign. The event occurred in (B)(6). The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported the surgeon had finished cementing the stem, and did a final trial with a provisional head to ensure the hip was stable. Once the surgeon was satisfied with the stability, the surgeon tried to remove the provisional 32 femoral head from the stem but it wouldn't release. After three considerable hits on the underside of the trial head, the entire stem dislodged from the femur. The surgeon ended up having to cement in another smaller stem and use another femoral head to finish the procedure. A 60 minute delay to surgery was reported. No further information has been provided at this time.